Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. The vessel was severely calcified and had a left common iliac artery which had a wide diameter proximal end and tapered down to the distal end. It was reported that the initial angiogram of the stent graft placement, the stent graft was correctly placed. Upon final angiogram the stent graft had migrated proximally slightly, which was due to the tapering of the iliac artery. The dr used a reliant stent graft balloon catheter and was able to pull the stent graft back to the correct location. The dr elected to implant a renal stent with excellent results. No additional clinical sequelae were reported and the pt is fine.